Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR¿s for evaluation. There was no relationship found between the returned devices and the reported incident. Visual inspection of the returned magnum2 knotless implant om-1502 shows a deployed device. The implant at distal end is not detached or broken. There is a broken suture visually observed at distal end. The snare line is partially reeled into the wheel. The suture lock button is not pressed down. There are no manufacturing abnormalities visually observed with the returned instrument. The magnum2 is a single use device and could not be functional tested. An attempt was made to test the basic functions of this instrument. The anchor could be detached as intended when pressing down the suture lock button and activating the hand lever. The complaint was not verified and the root cause could not be determined with certainty. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) improper suture loading, (2) excessive tensioning or (3) improper alignment of the inserter handle with the bone hole. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an unspecified procedure, the wheels from the magnum 2 knotless implant did not transport the suture through the anchor. A back-up device was available to complete the procedure. The surgery was delayed more than 2 hours. The patient was not injured.